Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter that was found in the fluid path of the fill port. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 10, 2019 - october 11, 2019. H10: the device was received for evaluation. Visual inspection with magnification observed a loose dark particle matter (pm) approximately 0.50 square millimeters inside the fill port tubing approximately 1.0 inch from the bottom of the bag. The pm was isolated and characterized using stereomicroscopy, polarized light microscopy (plm), and fourier transform infrared (ft-ir) spectroscopy. The particle was approximately 2.2mm at its longest linear dimensions and was comprised of numerous colorless fibers and numerous blue fibers. Chemical characterization using ft-ir spectroscopy determined both types of fibers were composed of cellulose. Plm examination of both types of fibers revealed characteristics consistent with cotton. The reported condition was verified. The cause of the condition was determined to be a manufacturing related component defect, however, it was unknown how the pm was introduced into the open unused bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.